Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicated impedance issues. Revision surgery under consideration.

Manufacturer narrative:
Additional information : section : b3, d6b, & h6. Programming adjustments were made; however, this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section e.1. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.